Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. Inappropriate atp accelerated the rhythm into the ventricular tachycardia zone. Inappropriate atp and shock therapy delivered did not terminate the rhythm. Technical services (ts) advised pacemaker mediated tachycardia episodes were also stored. Ts provided the presenting electrogram displayed the crt-d is operating as programmed. Additional information was requested but not provided. Due diligence has been completed. This crt-d remains in service. No additional adverse patient effects were reported.